Event description:
A customer from (B)(6) contacted biomerieux to report the occurrence of false resistant beta-lactam (ertapenem) results for escherichia coli in association with the vitek 2 ast-n372 test kit. Repeat testing obtained the expected susceptible results. The customer stated reporting of results was delayed greater than 24 hours due to the need for retesting. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. Culture submittal was requested by biomerieux for internal investigation; however, the customer indicated the patient strain is not available. A biomerieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) contacted biomérieux to report the occurrence of false resistant beta-lactam results for escherichia coli in association with the vitek® 2 ast-n372 test kit. Repeat testing obtained the expected beta-lactam susceptible results. An internal biomérieux investigation was performed. However, the customer's strain was not available for investigation. Submittal of the isolate is required to confirm a vitek 2 discrepancy in comparison to the reference method. Vitek 2 ast-n372 lot #0220468104 met final quality control (qc) release criteria and passed initial qc performance testing.